Event description:
Additional event information receive from the customer: - the event was noticed during inspection in preparation for use. - the device was not used for the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported cleaning tube cannot be connected to the connector due to damage issue could not definitively be determined, however, the issue was likely the result of the lock lever of the cleaning tube being damaged due to an external load, making it impossible to connect. An external load on the cleaning tube may be caused by applying force in the wrong direction. The event can be detected by following the instructions for use which states: chapter 5 inspection and preparation before use 5.6 inspecting the connectors check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The parts under warranty was replaced. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the maj-2112 connector broke in the endoscope reprocessor. The issue was found during reprocessing. There were no reports of patient harm. This report is related to 1 other report. Please see reports with patient identifiers: (B)(6) for related event.